Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly, which resolved the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported to physio-control that the oxygen saturation (spo2) connector is damaged and the spo2 cable cannot connect to the device. After an evaluation of the customer's device, physio observed that the device intermittently would not power on or off when pressing the power button. There was no patient use associated with the reported event.